Manufacturer narrative:
(B) (4). (B) (4). The stent remains in the pt. The lot number was provided. A review of the device lot history record is forthcoming. A follow-up will be submitted with any relevant info.

Event description:
Device malfunction: stent dislodgement. Time of device malfunction: during the procedure. Adverse event: death. It was reported that during a left anterior descending (lad) artery procedure, a 3.0 x 28 mm xience v stent was implanted. A 3.5 x 15 mm xience v stent was advanced to the 3rd obtuse marginal and was detached (dislodged) during withdrawal into the guiding catheter. While removing the dislodged stent via snare, the stent within the lad was dislodged. The pt expired. No additional info was provided.